Event description:
In 2001 the vp of sales at gliatech had a conversation with one of the area mgrs of distributors for the co. The area mgr had a conversation with a dr at the october naas meeting. The following info is from the area mgrs recollection: type of surgery-"micordiscectomy/lumbar"; date of surgery-" mid 2000??. Don't know the exact date of surgery"; pt presented - "epidural hematoma"; action taken-" re-op. Pt resolved. No problems. The dr said the only thing different was that adcon-l device used. Stated he doesn't know if adcon-l was to blame. He was aware of negative publicity at the time, so this could be perception more than reality." Repeated attempts were made to reach the dr involved, who would not respond to any inquiries.